Event description:
It was reported that during a percutaneous coronary intervention procedure, the stent did not fully expand upon deployment. The target lesion was located in the heavily calcified and severely tortuous right coronary artery (rca). The lesion was pre-dilated. A promus stent was deployed distally and then this 3.00x8mm ion stent was deployed overlapping the promus stent on the proximal end. It was noted that the proximal edge of the ion stent did not appear to be fully expanded. The stent was post-dilated resulting in "good results". The procedure was completed. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).